Manufacturer narrative:
The implant date was were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence due to an artificial urinary sphincter (aus) anomaly; the surgeon suspects mechanical failure or fluid leak. A surgical procedure was performed to removed and replaced all the aus components. The patient is recovering from surgery.